Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: event predisposing: none. Condition of tissue: healthy. Fascial incision length: 10 cm. Tension of wound: moderate to high. Current condition of the patient: recovered. Findings: the wound dehiscence extended through the fascia but not to the hardware. Soft tissue and granulation covered the lamina and hardware thickly so bone was not exposed. The previously placed stratafix sutures had given way and portions of the fascia were separated. No signs of pus or infection were found. All tissues appeared viable. Technique for all stratafix placement: running lumbodorsal fascia suture: first throw placed parallel to incision on surgeon¿s side 2-5 mm from fascial incision edge. One throw surgeon¿s side, to the right of the left end of incision line, then next suture placed on opposing side back toward right of left incision terminus, then across incision line to incorporate the tab, then another full throw across toward the terminus to incorporate the very first longitudinal throw. Then continuous suturing until terminus, then return over closed fascial layer for 2-3 overlaps in a continuous fashion. Experience of the surgeon using stratafix: 24 years since completion of neurosurgery residency. What in the surgeon¿s opinion are the contributing factors for the dehiscence? High. Tension wound, high tension closure, crossing barbs may be higher tension points leading to failure.. All cases were reclosed with 2.0 vicryl interrupted sutures. Lot number unknown. Do you have any unopened samples of the same lot number for evaluation or actual sample for analysis? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported surgeon opinion: high tension wound, high tension closure, crossing barbs may be higher tension points leading to failure. Can you explain what is meant by ¿crossing barbs may be higher tension points¿? Can you describe how the suture was used that the barbs would cross?

Event description:
It was reported that a patient underwent c7-t1 cervical posterolateral fusion with lateral mass instrumentation on(B)(6)2017 and barbed suture was used. Post operatively the patient experienced fascial dehiscence and underwent a second procedure for irrigation and fascial dehiscence reclosure on (B)(6)/2017. It was reported that the suture was found to be broken mid-strand in several places. The patient was re-closed with a different interrupted suture. Additional information will be requested.